Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the bd pyxis¿ anesthesia station es had an issue displaying video, resulting in a black screen. The touchscreen went dark, and the device lost power. When the field service engineer arrived, the device was operational, but tilting the monitor caused it to shut off again. All zip ties were removed, and cables to the docking board and communication sled were reset, but there was no improvement. The docking board and power supply were replaced, but the issue persisted. Eventually, a bundle of cables was found to be loose wiggling them caused the device to power off. The engineer secured the cable bundle to the j2 connector on the docking board using a zip tie, allowing slack toward the monitor. This resolved the issue, and the monitor could be moved without the device shutting off. Replacement cables and a monitor were ordered for follow-up. The incident occurred while anesthesia staff were preparing for a case with a patient in the room; tilting the monitor caused the device to power off, but no harm occurred as another machine was brought in. On a previous visit, it was found that securing the power cable with a zip tie kept the device powered even when the monitor was tilted. The 352904-01 power cable was replaced along with the all-in-one unit. Final testing confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es having issue with displaying video black screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, device having issue with displaying video black screen. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.